Event description:
An endeavor drug eluting stent was implanted in the rca during the index procedure . During the procedure a dissection occurred . A second endeavor drug eluting stent was used to bail out the dissection. Approximately 43 months post index procedure patient expired. Cause of death was cancer (lymphatic malignancy) and reported to be non cardiac non sudden death. This event was not related to the study device, procedure or therapy.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (dissection). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (B)(4).